Manufacturer narrative:
Investigation on going.

Event description:
Test lab supervisor reported erroneously high glucose results for a single pt that resulted in incorrect insulin treatment. Pt went into hypoglycemic coma. Pt subsequently ahs since recovered.